Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient was seen by a nurse on (B)(6) 2019 with complaint of intermittent nose bleed since (B)(6) 2019. An exam revealed astive nasal mucosal bleeding. The patient was advised to hold off from warfarin and return to emergency department if the packing was saturated. Blood transfusion was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported bleeding and th device cannot be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system and no further events have been reported at this time. The heartmate 3 left ventricular assist system instruction for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.